Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022 that the guide was inserted prior to insertion of a cvc in the jugular (no complication). During the fluoroscopy monitoring, it was observed that the guide was kinked as a "v" about 8cm from the reaching position in the patient. The guide was unable to be removed. It was possible to advance the catheter but unable to remove the guide. A dilator was introduced (the longest in the kit) to the reaching position in the patient. At the level of the kink's guide, it was forced slightly and able to advance. The removal was performed successfully. Additional information reported on 20oct2022: there were no clinical consequences, but the removal of the guidewire was more difficult than usual. The patient's current condition was reported as good, and he was discharged from the hospital afterwards.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire and the product lidstock for evaluation. The guide wire showed evidence of use. The guide wire was observed to have several kinks throughout the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire were located 84mm and 358mm from the distal tip. The overall length of the guide wire measured 454 mm which is within the specification of 449.2-458.8 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.445mm which is within the specification of 0.432-0.457 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations throughout the body. The returned guide wire met all relevant dimensional requirements , and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 16sept2022 that the guide was inserted prior to insertion of a cvc in the jugular (no complication). During the fluoroscopy monitoring, it was observed that the guide was kinked as a "v" about 8cm from the reaching position in the patient. The guide was unable to be removed. It was possible to advance the catheter but unable to remove the guide. A dilator was introduced (the longest in the kit) to the reaching position in the patient. At the level of the kink's guide, it was forced slightly and able to advance. The removal was performed successfully. Additional information reported on 20oct2022: there were no clinical consequences, but the removal of the guidewire was more difficult than usual. The patient's current condition was reported as good, and he was discharged from the hospital afterwards.